Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2013. (B)(4).